Event description:
It was reported that the device had a bubbled/delaminated downstream occlusion sensor seal. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed during visual inspection. The downstream occlusion seal was degraded. Functional testing performed and passed. The downstream occlusion seal was replaced.